Event description:
It was reported that the screw driver blade with the holding sleeve and screwdriver handle didn't hold the screw thread. The surgeon used another screwdriver and screwdriver handle instead of them. The procedure was completed without any problems. The surgeon drilled a proper hole and used a proper length of the screw.

Manufacturer narrative:
Device is not available for investigation.